Event description:
General report rec'd of air noted distal to the filter. The customer reported that there have been "many" undocumented incidents of air noted distal to the filter. The tubing sets were reported to be gravity primed and tapped until all of the air is removed. The infusions were typically either d5/ns or ns. It was reported that the fluid delivery rate varied depending on the specific pt's needs. The nurse would immediately notice air distal to the filter when the infusion started. The customer reported that typically there would be about 1 inch of air in the tubing distal to the filter when the infusion started. The customer reported that typically there would be about 1 inch of air in the tubing distal to the filter. The infusions would be stopped, disconnected from the pts and the sets were re-primed to remove the air. After all of the air was removed from the tubing sets, they were reconnected to the pts and the infusion continued with no further reports of air distal to the filter. No add'l info is available.